Manufacturer narrative:
Product event summary: it was reported that the new controller, (B)(4), was displaying peak and trough flow values that were elevated as opposed to flow values displayed on the monitor. The controller was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. A review of the logs did not reveal any abnormalities. The controller has a feature that displays peak and trough values on the controller display; the peak is the highest flow value while the trough is the lowest flow value. Trough values may be negative in causes of ventricular suction. When the trough is negative, a software coding error will incorrectly display the peak and trough value as ">12" on the controller display. The correct value should be the actual negative value from -0.1 to -2.0 liters per minute (l/min), or the message ¿<(> <<)> 2¿ for values less than -2.0 l/min. Log files could not confirm this because the peak and trough values on the display are instantaneous values, while the data file records values at the time a data point is recorded, which is every 15 minutes. Based on the available information, the most likely root cause of the reported event can be attributed to a software coding error, which incorrectly displays peak and trough values as ">12", when peak or trough is less than 0.0 l/min. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated product event summary:the controller ((B)(4)) was not returned for evaluation as part of this product event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. A review of the controller logs did not reveal any anomalies. The controller 2.0 has a feature that displays peak and trough values on the controller display; the peak is the highest flow value while the trough is the lowest flow value. Trough values may be negative in causes of ventricular suction. When the trough is negative, a software coding error will incorrectly display the peak and trough value as "">12"" on the controller display. The correct value should be the actual negative value from -0.1 to -2.0 liters per minute (l/min), or the message ¿<(><<)>-2¿ for values less than -2.0 l/min. As a result, the most likely root cause of the reported event can be attributed to a software coding error, which incorrectly displays peak and trough values as "">12"" when peak or trough is less than 0.0 l/min. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that shortly after a controller upgrade, there was a discrepancy between the flows exhibited on the controller menu and the flows seen on the controller and monitor; the controller menu exhibited elevated peak and trough flows. The controller remains in use. No patient complications have been reported as a result of this event.